Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 09-aug-2017. The most recent information was received on 07-feb-2019. This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("allergy to nickel"), menorrhagia ("heavy menstrual bleeding") and musculoskeletal pain ("joint and muscle pain") in a 39-year-old female patient who had essure inserted for tubal ligation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced menorrhagia (seriousness criterion disability), musculoskeletal pain (seriousness criterion hospitalization), tendonitis ("tendonitis"), headache ("headaches"), asthenia ("asthenia"), sinusitis ("sinusitis"), amnesia ("loss of memory"), pruritus ("itching"), visual impairment ("visual disturbances"), dry eye ("dry eyes"), general physical health deterioration ("deterioration of my physical and psychological health") and mental disorder ("deterioration of my physical and psychological health"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), neck pain ("chronic neck pain"), back pain ("chronic back pain / chronic lumbar pain"), spinal osteoarthritis ("sacroiliac joint osteoarthritis"), metrorrhagia ("metrorrhagia") and arthralgia ("arthralgia"). The patient was hospitalized for 4 days. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, menorrhagia, musculoskeletal pain, tendonitis, headache, asthenia, sinusitis, amnesia, pruritus, visual impairment, dry eye, general physical health deterioration, mental disorder, neck pain, back pain, spinal osteoarthritis, metrorrhagia and arthralgia outcome was unknown. The reporter considered allergy to metals, amnesia, arthralgia, asthenia, back pain, dry eye, general physical health deterioration, headache, menorrhagia, mental disorder, metrorrhagia, musculoskeletal pain, neck pain, pruritus, sinusitis, spinal osteoarthritis, tendonitis and visual impairment to be related to essure. The reporter commented: clinical consequences included frequent discontinuous sick leave and, since (B)(6) 2016, continuous, no further professional activity; and deterioration of her physical and psychological health. Several medical examinations mentioned: x-rays, MRI, blood tests, gynaecological visit, hospitalisation for 4 days in rheumatology , consultation in ophthalmology, sessions of physiotherapy, follow-up with primary care physician. Diagnostic results (normal ranges are provided in parenthesis if available): nuclear magnetic resonance imaging - on (B)(6) 2016: foot osteoarthritis of the sacroiliac joints. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 7-feb-2019: case (B)(4) (MFR number 2951250-2019-00600) was identified as a duplicate of this case and will be deleted from bayer database. All information was transferred to this remaining case - reporter (case is potential legal), date of birth, age, lab data, start and stop date of essure, events chronic neck pain, chronic back pain / chronic lumbar pain, sacroiliac joint osteoarthritis, metrorrhagia, allergy to nickel and arthralgia added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)on (B)(6) 2017. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("allergy to nickel"), menorrhagia ("heavy menstrual bleeding") and the first episode of musculoskeletal pain ("joint and muscle pain") in a 39-year-old female patient who had essure inserted for tubal ligation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida and parity 6. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced menorrhagia (seriousness criterion disability), the first episode of musculoskeletal pain (seriousness criterion hospitalization), tendonitis ("tendonitis"), headache ("headaches"), asthenia ("asthenia"), sinusitis ("sinusitis"), amnesia ("loss of memory"), pruritus ("itching"), visual impairment ("visual disturbances"), dry eye ("dry eyes"), general physical health deterioration ("deterioration of my physical and psychological health") and mental disorder ("deterioration of my physical and psychological health"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), neck pain ("chronic neck pain / cervical pain"), back pain ("chronic back pain / chronic lumbar pain"), spinal osteoarthritis ("sacroiliac joint osteoarthritis"), metrorrhagia ("metrorrhagia"), arthralgia ("arthralgia"), adenomyosis ("suspicion of adenomyosis") and the second episode of musculoskeletal pain ("buttock pain"). The patient was hospitalized for 4 days. The patient was treated with surgery (bilateral salpingectomy and hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, menorrhagia, tendonitis, headache, asthenia, sinusitis, amnesia, pruritus, visual impairment, dry eye, general physical health deterioration, mental disorder, neck pain, back pain, spinal osteoarthritis, metrorrhagia, arthralgia, adenomyosis and the last episode of musculoskeletal pain outcome was unknown. The reporter considered adenomyosis, allergy to metals, amnesia, arthralgia, asthenia, back pain, dry eye, general physical health deterioration, headache, menorrhagia, mental disorder, metrorrhagia, neck pain, pruritus, sinusitis, spinal osteoarthritis, tendonitis, visual impairment, the first episode of musculoskeletal pain and the second episode of musculoskeletal pain to be related to essure. The reporter commented: after insertion, 6 trailing coils on right and 4 trailing coils on left. Clinical consequences included frequent discontinuous sick leave and, since (B)(6) 2016, continuous, no further professional activity; and deterioration of her physical and psychological health. Several medical examinations mentioned: x-rays, MRI, blood tests, gynaecological visit, hospitalisation for 4 days in rheumatology , consultation in ophthalmology, sessions of physiotherapy, follow-up with primary care physician. Diagnostic results (normal ranges are provided in parenthesis if available): nuclear magnetic resonance imaging - on (B)(6) 2016: foot osteoarthritis of the sacroiliac joints. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: medical history and events suspicion of adenomyosis and buttock pain added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 09-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("heavy menstrual bleeding") and musculoskeletal pain ("joint and muscle pain") in a female patient who had essure inserted for sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2015, the patient experienced menorrhagia (seriousness criterion disability), musculoskeletal pain (seriousness criterion hospitalization), tendonitis ("tendonitis"), headache ("headaches"), asthenia ("asthenia"), sinusitis ("sinusitis"), amnesia ("loss of memory"), pruritus ("itching"), visual impairment ("visual disturbances"), dry eye ("dry eyes"), general physical health deterioration ("deterioration of my physical and psychological health") and mental disorder ("deterioration of my physical and psychological health"). The patient was hospitalized for 4 days. At the time of the report, the menorrhagia, musculoskeletal pain, tendonitis, headache, asthenia, sinusitis, amnesia, pruritus, visual impairment, dry eye, general physical health deterioration and mental disorder outcome was unknown. The reporter considered amnesia, asthenia, dry eye, general physical health deterioration, headache, menorrhagia, mental disorder, musculoskeletal pain, pruritus, sinusitis, tendonitis and visual impairment to be related to essure. The reporter commented: clinical consequences included frequent discontinuous sick leave and, since (B)(6) 2016, continuous, no further professional activity; and deterioration of her physical and psychological health. Several medical examinations mentioned: x-rays, MRI, blood tests, gynaecological visit, hospitalisation for 4 days in rheumatology, consultation in ophthalmology, sessions of physiotherapy, follow-up with primary care physician. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 14-aug-2017 for the following meddra preferred term: menorrhagia. The analysis in the global safety database revealed 436 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.